Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified fold creases, a wear abrasion and one curved opening. A microscopic analysis and leak test were performed which identified one smooth crease opening. Fill inspection was performed and identified no blockage was in the valve. Based on the device analysis the final assessment is:one opening crease smooth in the side radius assessed as fold flaw opening.